Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_stylet_acc; product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the lead appeared to be bent when taken out of the packaging and placed in measuring device. No contributing factors were known. A different lead was opened, with no bent, and was successfully implanted. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot# va1ht4l) found no anomalies with the device product analysis. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.